Event description:
Very large and ugly reaction/intense inflammatory reaction of the knee [joint inflammation] ([knee pain], [joint effusion]) case narrative: based upon additional information received on 18-jul-2019, this case initially assessed as non-valid was updated to valid. Additionally, this case was initially assessed as non-serious and was upgraded to serious as event of very large and ugly reaction/intense inflammatory reaction of the knee added (seriousness criterion: disability and required intervention). Initial information received from (B)(6) on 17-jul-2019 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) year old male patient (179 cm and (B)(6)) who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced a very large and ugly reaction/intense inflammatory reaction of the knee (latency: 1 day). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2017, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml, once (with an unknown batch number) for degenerative arthritis. Information on batch number was requested. On (B)(6) 2017, 1 day after receiving treatment with synvisc one, patient had a very large and ugly reaction characterized by intense inflammatory reaction of the knee with no fever but with a large, tense and painful joint effusion. The event was leading to intervention and disability. A drainage of 30ml of brown liquid was performed which was not suggestive of presence of pus. The physician said it looked like powder but it was not. Further, no fever was present and analytical study was not suggestive of septic arthritis. The patient improved, but the following day, this situation recurred. Another joint aspiration was performed, washing with saline solution and an intra-articular injection of triamcinolone was administered. It was reported that the patient improved. On (B)(6) 2017, the patient started gym training. The physician considered this situation as serious as it resulted in significant disability and the relationship between suspect product and reaction as very probable. Final diagnosis was very large and ugly reaction/intense inflammatory reaction of the knee. Action taken: not applicable. Corrective treatment: drainage, washing and triamcinolone. Outcome: recovered/resolved. Reporter causality: very probable. A product technical complaint was initiated and the results for the same were pending. Additional information received on 18-jul-2019 from physician. Case upgraded to valid and serious. Patients age, weight and height added. Suspect product regimen details updated. Event verbatim updated from very large and ugly reaction to very large and ugly reaction/intense inflammatory reaction of the knee and outcome updated. Symptoms added. Clinical course updated. Text amended accordingly.

Event description:
Unable to work [inability to work]. Very large and ugly reaction/intense inflammatory reaction of the knee [joint inflammation] ([knee pain], [joint effusion]). Case narrative: based upon additional information received on 18-jul-2019, this case initially assessed as non-valid was updated to valid. Additionally, this case was initially assessed as non-serious and was upgraded to serious as event of very large and ugly reaction/intense inflammatory reaction of the knee added (seriousness criterion: disability and required intervention). Initial information received from portugal on 17-jul-2019 regarding an unsolicited valid serious case received from a physician. This case involves a 32 years old male patient (179 cm and 76 kg) who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced a very large and ugly reaction/intense inflammatory reaction of the knee (latency: 1 day) and unable to work (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2017, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml, once (with an unknown batch number) for degenerative arthritis. Information on batch number was requested. On (B)(6) 2017, 1 day after receiving treatment with hylan g-f 20, sodium hyaluronate, patient had a very large and ugly reaction characterized by intense inflammatory reaction of the knee with no fever but with a large, tense and painful joint effusion. The event was leading to intervention and disability. A drainage of 30ml of brown liquid was performed which was not suggestive of presence of pus. The physician said it looked like powder but it was not. Further, no fever was present and analytical study was not suggestive of septic arthritis. The patient improved, but the following day, this situation recurred. Another joint aspiration was performed, washing with saline solution and an intra-articular injection of triamcinolone was administered. It was reported that the patient improved. On (B)(6) 2017, the patient started gym training. The physician considered this situation as serious as it resulted in significant disability and the relationship between suspect product and reaction as very probable. As of unknown date, after unknown latency, the patient was unable to work, in this case, to train mentioned as significant disability by the physician. On (B)(6) 2019, physician reported that if it was not for the prompt and adequate action of the physician, the patient would have been unable to play in the next game and the physician would have to give explanations to the coach. The patient fully recovered after the medical intervention. Action taken: not applicable for all events. Corrective treatment: drainage, washing and triamcinolone for both events. Outcome: recovered/resolved for both events. A product technical complaint (ptc) was initiated on 06-aug-2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 06-aug-2019. No safety issues were indicated in this review. Additional information received on 18-jul-2019 from physician. Case upgraded to valid and serious. Patients age, weight and height added. Suspect product regimen details updated. Event verbatim updated from very large and ugly reaction to very large and ugly reaction/intense inflammatory reaction of the knee and outcome updated. Symptoms added. Clinical course updated. Text amended accordingly. Additional information was received on 31-jul-2019 from physician. Event of unable to work added with details. Clinical course updated. Text amended accordingly. Additional information received on 06-aug-2019. Global ptc number and results were added. Text amended accordingly.